Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured from august 07, 2019 - august 08, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a small leak at the spike port cap form the spike port. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional tests could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.